Event description:
It was reported that the system intermittently would not boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the single board computer and associated hardwire. The system operates as intended.